Event description:
Novocure was notified by doctors office that pt #(B)(6) had died on (B)(6) 2012 and that the pt's family would be returned the device. Pt with recurrent glioblastoma was being treated with novottf-100a therapy and bevacizumab and temozolomide. Pt had been admitted to hospital and subsequently died while away visiting daughter in (B)(6) when event occurred. Novocure contacted prescribing md to determine cause of death. Md indicated that cause of death was new onset pulmonary embolism and that in his opinion it was unrelated to novottf therapy. Doctors office attempted to obtain hospital discharge summary from outside hospital, but was unsuccessful, so no further details are available. As per pt daughter, the pt was wearing the device at the time of admission to hospital and for approximately 3 days while in hospital and then discontinued the device approximately 6 days prior to death.

Manufacturer narrative:
Device note: three attempts were made to collect the device, but as of the date of this report, it has not been returned. Hypercoagulability and risk of venous thromboembolism including pulmonary embolism (pe) in pts with cancer has been described extensively ((B)(6) guidelines 2011 - venous thromboembolic disease). In addition, multiple studies in the literature describe the incidence of pe in glioblastoma pt population from (B)(4). In the pivotal phase iii trial for the novottf device there was one pe on the novottf arm and 2 pes on the chemotherapy arm. In this particular pt the novottf therapy was being administered with bevacizumab and temozolomide. Bevacizumab has been reported to have an increased rate of thromboembolic events compared to chemotherapy alone ((B)(4)) with (B)(4) fatal (reference: (B)(4) prescribing information). Novocure md opinion: based on regional nature of novottf therapy to the brain and the high incidence of pe in this pt population independent of novottf, novocure agrees with treating md, that the pulmonary embolism is not related to novottf. Pulmonary embolism is possibly relate dot bevacizumab. Novocure will continue to track such events in its complaint handling system and review aggregate data on a regular basis.